Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a partial hysterectomy. The device was used for about 40 minutes when the jaws became sticky with tissue and jammed on tissue. The doctor used forceps to separate the jaw and tissue. There was a little bleeding but no transfusion. It was on the uterine suspensory ligament at the time. There was no injury to the patient.